Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01481. The patient has an scs system for off-label use. It was reported a stitch at the patient's (peripheral lead site) eroded through the patient's skin. It was also reported the patient has been receiving inadequate coverage. As a result, the stitch was cut via surgical intervention on (B)(6) 2017. The erosion has resolved but the patient may undergo further surgical intervention in the future.